Manufacturer narrative:
The product was not returned for evaluation. The patient reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient's mother noted the cannula did not deploy as intended, indicating a needle mechanism failure. The cannula was not long enough and as a result the cannula dislodged from the infusion site. The patient felt sick and was vomiting. It was advised by the patient's doctor to administer manual injections.

Manufacturer narrative:
The device was received with the soft cannula in the deployed state. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to not deploy, a dislodged cannula, or high blood glucose levels. The needle mechanism was reset and fired properly during the investigation. A hazard alarm was observed in the downloaded data, indicating an occlusion occurred. The investigation found no evidence of an occlusion. A root cause for the reported event could not be determined.